Event description:
It was reported that on (B)(6) 2026, the patient underwent an orif surgery for right ankle fracture with the product in question. In the surgery, fibulink was used for intertibial fixation. After the tensioning cap was placed, it was determined that the connection with the fibulink was weak, and when an attempt was made to remove the tensioning cap, the parmacord was severed, so it was all removed. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.